Manufacturer narrative:
(B)(6). The lot was manufactured between april 17, 2019 and april 19, 2019. The device was received for evaluation. Visual inspection was performed and fluid inside the bag that contained the unit was identified. When the unit was removed from the bag, the cause of fluid inside the bag was found to be untightened blue winged luer cap. A functional leak test was subsequently performed by filling the unit with green colored water. After fill and prime, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. The unit was monitored until the next day and no signs of leak were observed at the blue winged luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. This occurred prior to patient use. There was no patient involvement. No additional information is available.